Event description:
A nurse reported that during a glaucoma filtration device (gfd) implantation procedure, there was no flow of aqueous through the gfd. A new gfd was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
The product was not returned for analysis. Results from the device history record review indicated the product met release criteria, and no abnormalities were found. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).